Event description:
The patient reported that for the past month the infusion set adhesive becomes wet with insulin after 1.5 days of use and the infusion set is leaking. The patient experienced elevated blood glucose of 320 as a result. The patient bolused to lower blood glucose levels. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.